Manufacturer narrative:
This initial emdr is being submitted to the FDA for a reportable event that occurred outside the USA. "Haptic damage" is indicated as a potential malfunction related to the iol, as stated under the warnings section of the product's instructions for use (IFU). Pc-60r: pkg-19-251 01 en2.ms2.pypc60adr.20190701(t)_pc-60r, py-60r, pc-60ad, py-60ad, pc60adse, py60adse. Regarding section h6 - manufacturer's codes for: type of investigation, findings, and conclusion are pending completion of product investigation. Once the product investigation is completed, a follow-up report will be submitted to FDA which will include the manufacturer's codes for type of investigation, findings, and conclusion.

Event description:
Event occurred in brazil. Damaged haptic after implantation. Root; broken haptic during use. Capsular bag tear / rupture; increased incision size. Product replaced with another lens immediately during surgery. No permanent or negative impact on patient health expected; clinical condition within expectation. Explantation date: (B)(6) 2024. Problem code: a0414 - material split, cut or torn.

Manufacturer narrative:
This follow-up report #1 emdr is being submitted to FDA for a reportable event that occurred outside the USA. The report includes additional information not available/included in the initial report. Additional information: g6 - type of report - noted as follow-up #1. H2 - type of follow-up - noted for additional information. H6 - added codes for manufacturer's investigation: type; findings; and conclusion. The product was not returned to the manufacturer. The investigation was conducted, with the methods and results as noted below. No abnormalities were found in production and inspection records of the product. (Serial no.: (B)(6); model: pc-60r). We also confirmed there were no abnormalities on the loop pull strength test record of the material lot. (Sowf-60-01). From our investigation, we confirmed the reported event. The exact root cause was not determined. However, based on the available information and our investigation, we believe this event was not caused by our product quality. A review of the most recent complaint trending data indicates that no significant trends have been identified at this time and no CAPA is required as part of the product evaluation.

Event description:
Event occurred in brazil. Damaged haptic after implantation. Root; broken haptic during use. Capsular bag tear / rupture; increased incision size. Product replaced with another lens immediately during surgery. No permanent or negative impact on patient health expected, clinical condition within expectation. Explantation date: (B)(6) 2024. Problem code: a0414 - material split, cut or torn.